Event description:
Pt admitted to hospital for removal and replacement of bilateral breast implants secondary to age and rupture. Original silicone gel breast implants were placed in 1988. MFR unknown. Pt authorized breast implants to be disposed of.